Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled, cartridge pan. The analysis found that one ple45a device was returned in good visual condition and with an ecr45b cartridge reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore two double drivers were found out of position and missing. In addition the cartridge pan was noted to be partially dislodged at distal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic esophagectomy procedure, the knife went out to the side and cut into the reload. No staples fell out, but a piece of the plastic from the reload fell into the patient. The piece of plastic was removed from the patient. A blue reload was used. Sales rep reported that the procedure was currently underway; needed to get back and understood that additional follow-up may be required. Another like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. (B)(4).